Event description:
It was reported that during a da vinci si ovarian cystectomy procedure the customer experienced a non-recoverable system error code 25553. With the assistance of an isi technical support engineer (tse) the customer power cycled the system and performed an emergency power off of the patient side cart, however, the system error code reoccurred. The surgeon made the decision to complete the planned surgical procedure using traditional open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code experienced by the customer was associated with a remote arm controller (rac) of the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart, which provides the sterile interface for the 3d endoscope. The rac consists of five printed circuit assembly boards (pca) which operate together to provide control of the system arms. The system was repaired by replacing the affected rac. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 25553 is reported when the da vinci safety system determines a hardware fault reaction logic occurred on a local rac. Upon determining this condition, the safety systems put davinci in a recoverable safe state. The rac was returned to isi for failure analysis investigation. Engineering investigation revealed that the rac was contaminated with fluid, thus generating the system error code experienced by the customer. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.